Event description:
This lead was capped and replaced due to a lead fracture. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
25-oct-2019 - this previously capped lead was explanted (B)(6) 2019 during a lead revision of another lead. Upon receipt the lead was found cut 12 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. A 9 cm long medial fragment was not returned. The performance of the lead fragments was scrutinized, including a visual inspection. The inspection revealed severe abrasion marks at several positions of the lead segments. In particular in the distal lead area of the distal lead fragment the insulation was found abraded through due to wear. This damage is assumed to be the root cause for the clinical observation. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further damages like the cuts into the insulation between 28 cm and 27 cm proximal to the lead tip most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
25-oct-2019 - this previously capped lead was explanted (B)(6) 2019 during a lead revision of another lead.

Manufacturer narrative:
(B)(6) 2019: this previously capped lead was explanted on (B)(6) 2019 during a lead revision of another lead. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.